Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -6.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown and noted "the arch was too high so it was taken out".

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).